Manufacturer narrative:
H4 - device manufacture date, lots identified, 33683599 mfg date - 23-jul-2025, 33683598 mfg date - 30-jul-2025.

Manufacturer narrative:
The reported rpms exceeded the maximum recommended speed found in the IFU. Lots identified 33683599, 33683598.

Event description:
It was reported during initial surgery a twist drill fractured during use. A portion of it remains implanted.